Event description:
Caller alleged false negative hcg results. Results as follows: pt was tested using a fresh urine sample; sample appeared to be clean and clear. The test line was completely missing at 3 minutes read time. Serum sample was taken shortly after the test. Quantitative results = 29000miu. Specific gravity= >1.03. Specific gravity (re-tested on (B)(6)) = 1.062. Pt was 8 weeks pregnant at time of testing.

Manufacturer narrative:
Investigation pending.